Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the implant did not seal and migrated proximally. A left atrial appendage (laa) closure procedure was performed on 10 february 2017. The laa measurements were 0 degrees - 22mm wide 35mm deep, 45 degrees - 21mm wide 36mm deep, 90 degrees - 22mm wide 37mm deep and 135 degrees - 23mm wide 25mm deep. A 30mm watchman ® laa closure device & delivery system was used. The closure device was implanted as all of the release criteria were met. There was a 13mm shoulder noted, but no leaks were noted. Post implant compression measurements were 0- 27mm, 45- 25mm, 90- 27mm and 135 - 27mm. Post procedure compression measurements were 0 degrees - 27, 45 degrees - 25, 90 degrees, 27 and 135 degrees 27. The patient could only take aspirin due to epistaxis. On (B)(6) 2017 at the 45-day follow up, a transesophageal echocardiogram (tee) was performed and revealed a leak around the closure device. The closure device was also noted to have moved proximally and is at risk of being unstable. All of the measurements were about 26 mm and one was at 28 mm, the depth was 13-14 mm and the jet width was 3 mm going both directions. The patient is currently stable with no complications.